Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm, moisture damage on keypad traces or missing segments/partial display noted during testing. Keypad connector was fully locked. Device was received with cracked select button keypad overlay and minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keys were hard to press and had multiple times stuck buttons alarms. Customer stated they press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Customer stated insulin pump liquid crystal display had scratches and screen were difficult to read. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.